Event description:
It was reported that a patient went to a massage therapist who performed some type of stimulation over the buttock which contracted the muscles, and since that time, the lead hadn¿t worked. A lead revision was needed due to it not working any longer. The lead was described as u-shaped and the 0 and 3 electrode appeared to be in the same location in the foramen. The implantable neurostimulator (ins) longevity was noted to be less than a year and a healthcare provider and manufacturer representative thought this didn¿t seem right was the patient¿s nominal voltage was around 3 volts. The lead and ins were replaced. It was later reported that a tens unit was used during the massage. Following the device replacement, the patient was doing fine and was receiving effective therapy. Additionally, it was reported that the lead moved so that it was not providing therapy and the ins showed less than 12 months. The battery was noted as depleting in too short of time. The patient recovered without sequela.

Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed no anomaly found. Final analysis of the tined lead ((B)(4)) revealed that the outer insulation was twisted. All conductor wires were crushed and stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the lead was broken and had "snapped" prior to replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0d0eb, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.